Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a the family of a patient with an implantable neurostimulator (ins). The patient was implanted with the spinal cord stimulator due to spinal cord injury pain on (B)(6) 2016. After the surgery, the patient had rejection and the abdominal wounds of the ins had been unable to heal. The patient's wounds had pus and festered. The patient did not have more than 50% of the symptoms reduced. It was unknown what troubleshooting was done to provide insight to the issue. The event cause was unknown and it was unknown if it was device related. The patient was experiencing "rejection" and wanted to have a better solution. No further patient complication was reported. Additional information was received almost a month later from a company representative that it was still unknown if any diagnostics had been done or been planned. It was unknown if any actions or interventions had been taken or planned to resolve the rejection and wound not healing. It was unknown if the issue had been resolved. Additional information was received from the patient. It was reported that the patient had a rejection reaction in 2017 after the operation; however, the ins was implanted on (B)(6) 2016 so it is unclear if the 2017 date is accurate. The wound had not been healed and pus was produced. The battery had been explanted in the hospital in 2018. It was noted that this involved the battery in the chest. The patient was currently being observed at home.